Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The reported event of deep infection >90 days occurred post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial hip arthroplasty on unknown date. Subsequently; the patient was revised due to unknown reason. The patient was later revised for a second time approximately ten months post revision due to infection. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown arcos distal stem, arcos proximal stem, unknown femoral head. Report souce foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04408.

Event description:
It was reported patient underwent a revision procedure due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.